Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03dec2018. The customer troubleshoot the system and noted that touch was a little off point. The customer ran diagnostics and the touch calibration reset. All other settings were verified as good. The touch function was tested in user applications and all were okay. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported the device was alarming high tidal volumes. The touchscreen was not working and unable to remedy alarms or change settings. There was no patient harm reported. The event date was not specified; estimate used.